Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor was unable to power on. Upon investigation, the main-batt shorted to ground causing thermal damage to the computer/analog pca and causing the f600 to open. The cause of the inability to power on was the thermal damage to the pca. The root cause of the thermally damaged pca was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor would not power on.